Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/22/2014 with the following: the keypad cover was found to be torn at the ok keypad button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Evaluation also revealed that the display was dim, faded, and discolored. Additionally, evaluation revealed that the pump¿s vibratory feature was not functional. The pump case was removed and the vibration motor was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that all keypad buttons were intermittently unresponsive and that the display was dim, faded, and discolored. Investigation also revealed that there was contamination under all keypad button contacts. Additionally, investigation revealed that the pump¿s vibratory feature was not functioning. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/22/2014.